Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Lead damage was suspected. Provocative testing was performed and no anomalies were observed. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.